Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes 14 tubes cracked after being frozen at -80c. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but 23 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. These tubes appear to have frost on them and were frozen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes 14 tubes cracked after being frozen at -80c. No adverse impact was reported regarding the patient or user.